Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4, h6, and h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is categorized as; cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The following patient identifiers are linked: (B)(6).

Event description:
When patient returned to hospital for repeat turp a loop was discovered in the patient, it was retrieved and disposed of but then a second loop broke off in the patient and this was unable to be removed. Pt booked for a third surgery to have this removed.